Event description:
This is an other event case and was detected as being a legacy case from conceptus and was entered in argus on 20-may-2015. The medical content of the case was not changed. This is a solicited case report received from a investigator in (B)(6) on (B)(6) 2010 which refers to a (B)(6) female patient who was involved in a observational company-sponsored study, study number: (B)(6). Study description: study enquete success ii, essure ess305 is a non-interventional, multicenter, prospective, epidemiological study with the aim to determine the rate of predictive factors for successful bilateral placement and the final efficacy of the essure&#59408;permanent sterilization method, as measured by the absence of pregnancy. Patient number: (B)(6). The investigator reported that patient and experienced procedural pain and pain/cramps at 3-months visit. Ptc investigation results were received on 07-may-2015. (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Final risk classification risk category v. Medical assessment: this bundle ptc was initiated due to a request for confirmation of quality. The reported adverse events are not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for a technical investigation. The technical investigation concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow-up received on 12-aug-2016. Center ID and date of birth were updated. Essure was inserted in both sides on (B)(6) 2010 for contraception. It was reported that perforation on left side occurred at the same day of insertion. Event was considered serious by the investigator due to hospitalization, medically significant and medical or surgical intervention. Control x-ray was performed on (B)(6) 2011 and found incorrect position of left essure insert. Control hsg was performed on (B)(6) 2011 found bilateral obstruction. Laparoscopy was performed on (B)(6) 2011 for persistent pain in left iliac fossa: left perforation on unknown partial left salpingectomy was disclosed. Partial left salpingectomy had also not been mentioned in operating report of left ovary cystectomy. Left essure insert was removed. If left salpingectomy had been known before, essure insertion would have been performed only on right side. Perforation was considered related to essure. The outcome was reported as recovered (stop date: (B)(6) 2011). Essure use was ongoing. Follow-up received on 31-aug-2016: the questionnaire - uterine/tubal perforation with essure was provided. Nca number provided ((B)(4)). Patient's relevant history includes 4 pregnancies and 3 births (all vaginal delivery). She had 1 ectopic pregnancy. Patient has no previous gynecological intervention. Essure was placed on (B)(6) 2010. Uterine findings prior to insertion of essure: atrophy of the endometrium. The insertion was easy. The visualization of tubal os was also easy. The procedure did not take more than 20 min. Fluid loss more than 1500cc during hysteroscopy did not occur. During insertion the patient received antalgic and non steroidal anti-inflammatory drug. Patient did not have complaints immediately after insertion. Patient presented with abdominal pain on an unspecified date. The incorrect position of essure was diagnosed on (B)(6) 2011 via hsg and x-ray. Unilateral left perforation occurred: complete perforation in abdominal position. The right essure micro-insert was in correct position. Essure removal was necessary and also request from patient. Essure was removed on (B)(6) 2011 via laparoscopy. Pathology results, signs of infection, inflammation were denied. The patient has recovered. Quality safety evaluation of ptc received on 02-sep-2016: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known, possible, undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 05-sep-2016 for the following meddra preferred term: uterine perforation. The analysis in the global safety database revealed 310 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this case report refers to a female patient who was involved in an observational company-sponsored study. She had essure (fallopian tube occlusion insert) inserted and perforation on left side (interpreted as uterine perforation) occurred during the procedure. The right essure micro-insert was in correct position. Left essure insert was removed via laparoscopy, 5 months after insertion, and the patient recovered. This event is listed in the reference safety information for essure. Uterine perforation may occur with any trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage), including essure insertion. In the present case, patient had a previous partial left salpingectomy that was unknown to the inserting physician. This could have had a contributory role in the occurrence of perforation. However, given the nature of this event, and since it occurred during insertion procedure, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was initially not regarded as incident, and was upgraded to incident upon receipt of follow-up information, since device removal was required. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. No further information is expected.

Manufacturer narrative:
Follow-up (reconciliation with study database) received on 04-nov-2016: the meddra pt (preferred term) from the event perforation on left side was changed from uterine perforation to fallopian tube perforation. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 09-nov-2016 for the following meddra preferred term: fallopian tube perforation. The analysis in the global safety database revealed 488 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this case report refers to a female patient who was involved in an observational company-sponsored study. She had essure (fallopian tube occlusion insert) inserted and perforation on left side occurred during the procedure. This was formerly interpreted as "uterine perforation" but now was clarified by investigator to be "fallopian tube perforation". The right essure micro-insert was in correct position. Left essure insert was removed via laparoscopy, 5 months after insertion, and the patient recovered. This event is anticipated in the reference safety information for essure. Perforation of the fallopian tube may occur with any intrauterine procedure (e.g. Hysteroscopy, curettage) including essure insertion, especially when affecting the area of the fallopian tubes. In the present case, patient had a previous partial left salpingectomy that was unknown to the inserting physician. This could have had a contributory role in the occurrence of perforation. However, given the nature of this event, and since it occurred during insertion procedure, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since a perforation occurred and device removal was required. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. No further information is expected.